Event description:
This ra lead was implanted on (B)(6) 2017 and was explanted on (B)(6) 2018. A call was placed to technical services on (B)(6) 2018 stating that this lead was showing lots of minute ventilation oversensing and an impedance that was changing greater than 3000 ohms with 600 ohms to 700 ohms in daily measurements. The thresholds of 0.4 v to 0.5 v and noted small amount of artifact on the electrogram (egm). The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).